Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the device was received with the capsule fully closed with the valve loaded in the capsule. The handle, tip-retrieval mechanism, deployment knob, and trigger were intact. The device was returned with the end cap/screw gear snap fit connected. Gross visual analysis confirmed a separation in the capsule nitinol reinforcing the frame near the proximal end of the capsule, as the capsule was held together by the outer layer of polymer. Voids were observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The deployment knob was deployed causing the capsule polymer to stretch and break. All other components of the delivery system were intact. Cine imaging from the implant procedure were provided and reviewed revealing the patient's right iliac was extremely calcified for vascular access. Images showed excessive forces to advance the introducer sheath to the right iliac artery with no success, then attempts to inflate a balloon above the sheath with the dilator removed from the sheath. Attempts to advance the sheath using several techniques and excessive force were unsuccessful, but was eventually advanced past the aortic bifurcation. Excessive pressure was exerted while advancing the delivery system to the iliac, leading to capsule damage (partial separation). The delivery catheter system (dcs) was advanced to the patient's aorta with the observed capsule separation visible on imaging during tracking through anatomy. Cines showed a complete separation of the capsule while the dcs was positioned at the native aortic valve, and the entire system was retrieved from the patient at this point. Cines then show that another device was inserted contralaterally from the left femoral artery with no advancement difficulties, and the valve was implanted successfully. Additionally, the provided fluoroscopic load check from the first implant attempt indicates a misloaded valve due to a paddle out of the pocket and a bent outflow crown. Capsule separation during advancement of the system occurs due to procedural factors (loading, advancement, technique, sheath used, access selection, guidewire selection, etc.), patient anatomical effects (calcification, tortuousity, compliance of vessels, etc.), and/or properties of the device itself. In this case, review of procedural imaging indicated that the capsule separated due to excessive forces applied on the sheath and dcs to advance through the right side access, which was shown to be extremely calcified, and potentially an inadequate access site selection to implant a transcatheter valve. The device IFU warns the user as follows, "for transfemoral access, use caution in patients who present with multiplanar curvature of the aorta, acute angulation of the aortic arch, an ascending aortic aneurysm, or severe calcification in the aorta and/or vasculature.¿

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon advancing through the tortuous right femoral artery, the proximal end of the capsule dissected. The capsule separation was detected prior to deployment after positioning the delivery catheter system (dcs) through the valve annulus. The dcs and valve were withdrawn from the body and second valve was loaded to a second dcs. The device was inserted contralaterally from the left and the valve was implanted successfully. No adverse patient effects were reported.